Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited undersensing during a ventricular fibrillation (vf) event. Patient fainted, but shocks were successfully delivered. Programming changes were performed. Patient's condition is stable.